Event description:
A pt reported experiencing inaccurate erratic results from a fasttake meter. The pt's blood glucose results were 83, 130mg/dl. Tests were done within 10 mins with a difference of 39%. Pt did not experience any adverse events. Customer was using unmatching meter and strips. Customer mixed test strips from different vials. No further info has been reported.